Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured after multiple inflation at 10 atmospheres for 30 seconds. The balloon was removed from the patient still attached with the catheter. The procedure was completed with another peripheral cutting balloon. No complications were reported, and the patient's current condition is stable.

Manufacturer narrative:
E1: initial reporter zip/post (B)(6).